Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level and the insulin pump was over delivering. The customer¿s blood glucose level was 70 mg/dl at the time of incident and the current blood glucose level was 118 mg/dl. The customer was treated with food for low blood glucose level. The customer reported that the insulin pump¿s settings were set too high. The insulin pump will not be returned for analysis.